Manufacturer narrative:
(B)(4). The instrument associated with this report was not returned. The initial report stated the product would not be returned for examination. The investigation could not draw any conclusions regarding the reported event based on the lack of the instrument to examine. Based on the inability to determine a root cause, the need for corrective action was not indicated. Although this investigation did not establish the need for corrective action, a possibly related new patella resection guide (B)(4) guide has been designed.

Event description:
The saw blade capture broke on the side.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.